Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer complained of nausea and vomiting. The customer stated that his blood glucose remained over 600 mg/dl all day and did not feel well. He stated that he had treated with 12.5 units of insulin 30 minutes prior to the call. A customer representative called for emergency medical services while the customer and his mother were on the phone call. The customer also treated with 15.0 units via manual injection. The customer's mother was advised to call back in order to complete the troubleshoot procedure. Emergency medical services arrived on scene and treated the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.